Manufacturer narrative:
The technician adjusted the brake casters to resolve the issue.

Event description:
The technician alleged the stretcher still rolls after the brake has been set. No pt impact.